Event description:
It was reported that a patient in ward 6d stated that when they tried to drain the sterile distilled water, it was difficult to drain. It was also stated that this problem occurred during placement. It was unknown what steps were taken to drain the water, but they managed to drain the water. Per investigator's notification received on 01cot2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases the three-way catheter. The second photo zooms into the deflated balloon. The last photo shows the catheter cap with the printed lot number. Received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated the balloon with 10ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using inhouse syringe. Balloon concentricity was observed asymmetrical balloon (100:0). The catheter deflated passively using inhouse syringe in under 5 minutes: 3 minutes and 14 seconds. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient in ward 6d stated that when they tried to drain the sterile distilled water, it was difficult to drain. It was also stated that this problem occurred during placement. It was unknown what steps were taken to drain the water, but they managed to drain the water.